Manufacturer narrative:
The patient was only implanted with 2 leads. As such, this does not meet the reportability criteria.

Event description:
Additional information received indicates that the patient had only 2 leads implanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information, but not received.

Event description:
Related manufacturer reference number: 1627487-2020-02660. Related manufacturer reference number: 1627487-2020-02673. It was reported that patient experienced ineffective therapy. X-ray indicated that the leads had migrated. As such, surgical intervention took place on (B)(6) 2020. During the procedure, it was noted that the patient has an infection (reference MFR #:1627487-2020-02656, 1627487-2020-02657, 1627487-2020-02658 and 1627487-2020-02659) . In turn, the entire system was explanted to address the issue.